Event description:
The manufacturer's representative reported that the patient was noted to have an imflammatory mass at the catheter tip diagnosed by MRI. The patient was receiving dilaudid 30mg/ml at a rate of 8mg/day and compounded baclofen 250mcg/ml at a rate of 66.67 mcg/day. The hcp was having difficulty controlling the pain due to severe kyphosis, despite high doses of drug. The patient had an MRI in 01/06 which revealed a granuloma. The MRI was repeated the next day. A "basal gangliar stroke" was also noted during MRI. The patient was transferred to the care of a neurosurgeon for removal of the catheter. The pump was reprogrammed to "stop mode"; the drugs were removed and the pump was filled with normal saline. The patient was admitted to the hospital with bilateral leg numbness the next day. The patient was reported to be unresponsive, hypertensive, vomiting and "possibly in withdrawal." The catheter was removed five days later. The patient status is reported as "do not resuscitate" and is receiving "comfort care."